Event description:
Senseonics was made aware of an incident where user was hospitalized.event happened on (B)(6) 2025. According to the user, they were hospitalized for about 3-4 since they had an infection as complication after a major surgery.he event was not related to the sensor insertion, diabetes or removal.the user received liquid IV as treatment at the hospital. The user mentioned that their medication was on the liquid IV, so they don't remember the names.the user's hcp was aware of the event.

Manufacturer narrative:
The user was hospitalized.event happened on (B)(6) 2025. According to the user, they were hospitalized for about 3-4 since they had an infection as complication after a major surgery.he event was not related to the sensor insertion, diabetes or removal.the user received liquid IV as treatment at the hospital. The user mentioned that their medication was on the liquid IV, so they don't remember the names.the user's hcp was aware of the event.